Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, but post-anesthesia, the customer reported that the cable of the prograsp forceps instrument was damaged. It was unknown if a fragment fell inside the patient. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged cable on the prograsp forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. When cable breakage occurs, the prograsp forceps is immediately inoperable due to loss of functionality. The prograsp forceps instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the tip and control the movements at the wrist. The complaint regarding a damaged cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the prograsp forceps cable was frayed. It was unknown if a fragment fell inside the patient during a da vinci-assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.